Event description:
A 2.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stents, was deployed in the mid cx of a patient. It was reported that calcification present at lesion site made difficult passage of the stent and a dissection occurred. It was also reported that the patient suffered an mi one day post implant of the relevant stent. Investigator reported that the event was possibly related to the study stent and procedure.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi, dissection).